Manufacturer narrative:
Product evaluation: the product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported very hazy vision in an eye following a glaucoma filtering stent implant procedure. The patient experienced a hyphema and the intraocular pressure was greater than 60mmhg. A paracentesis was performed and the patient was prescribed medication. Additional information was provided that the device was removed four days post insertion. The event continues and is not resolved, however, the intraocular pressure (iop) decreased to 20mmhg. In the surgeon's opinion the device did cause/contribute to the event as the shunt extruded.

Manufacturer narrative:
(B)(4).

Event description:
Removal of the device was reported in error. The device remains implanted.

Manufacturer narrative:
Evaluation summary: the root cause is use error due to the product instructions for use (IFU) not being properly followed, the stent has not been established in patients who have uveitic glaucoma. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported very hazy vision in an eye following a glaucoma filtering stent implant procedure. The patient experienced a hyphema and the intraocular pressure was greater than 60mmhg. A paracentesis was performed and the patient was prescribed medication. Additional information was provided that the device was removed four days post insertion. The event continues and is not resolved, however, the intraocular pressure (iop) decreased to 20mmhg. In the surgeon's opinion the device did cause/contribute to the event as the shunt extruded. Smdr: removal of the device was reported in error. The device remains implanted. Data from 01-apr-2017 to 31-mar-2018: table 1: sales data: (B)(6), sales: (B)(4). Worldwide (excluding (B)(6)) sales: (B)(4). Sales search criteria: cypass system from 01-apr-2017 to 31-mar-2018 table 2a: similar events data (similar events are presented irrespective of root cause): (B)(4). Similar events search criteria: cypass system with event codes for vision issues-combined from 01-apr-2017 to 31-mar-2018. ¿ note: this event does not represent a reportable event per australian regulatory guidelines for medical devices. Vision issues is an expected and foreseeable side effect that is documented in the manufacturer¿s instructions for use or labelling. (B)(4). Similar events search criteria: cypass system with event codes for micro hyphema from 01-apr-2017 to 31-mar-2018. ¿ note: this event does not represent a reportable event per australian regulatory guidelines for medical devices. Hyphema is an expected and foreseeable side effect that is documented in the manufacturer¿s instructions for use or labelling. (B)(4).